Event description:
1 event description boston scientific received information that pre-implant, this cardiac resynchronization therapy defibrillator (crt-d) had a battery status at middle of life battery (mol).